Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77-year-old male underwent elective placement of an impella 5.5 for pchri CABG and valve surgery. Due to the presence of a mechanical mitral valve, echocardiographic visualization was difficult, making optimal positioning challenging. Impella flows were maintained at p4, but suction occurred above p5, likely related to right ventricular failure and/or positional factors. The patient was on five vasoactive drips, received blood products for volume optimization, and remained on impella support. Urinary output was less than 30 cc/hr and appeared concentrated/amber. The reported event includes poor visualization, low or blocked pump flow, suspected device malposition, hematuria, and blood transfusion. These events are most consistent with patient-specific factors such as complex surgical status, hemodynamic instability, and rv dysfunction. Per the instructions for use, impella 5.5 is intended for short-term ventricular support and requires careful monitoring of positioning and hemodynamics. Visualization challenges, particularly in patients with prosthetic valves or altered anatomy, can complicate optimal placement. Patient-specific factors such as severe cardiac disease, hypotension, and critical illness increase the risk of complications like suction events, hematuria, and bleeding. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematuria / major bleed: the cause of the injury was not determined due to insufficient clinical details. Poor visualization: the cause of the poor visualization issue was most likely related to patient condition, as the mechanical mitral valve interfered with echo imaging. Device in wrong position: the cause of the positioning issue was most likely related to patient condition, as the mechanical mitral valve interfered with echo imaging during positioning. Low or blocked pump flow: the cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
Additional information received; b5 and h6 updated based on information received from the clinical site. D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Event description:
Additional information received reporting that the patient has gastrointestinal bleed. Heparin was held. The nurse will discuss once physicians round for future plans on anticoagulation. It was known that the patient had low platelets pre-procedure and pre impella insertion.